Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The prime and displacement tests passed. However, the insulin pump failed the high pressure test. The customer was advised to revert to a backup plan to treat his diabetes until a replacement insulin pump could be delivered to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.